Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: the account has many megapower that have been used for the last few years however, the megadyne generators are brand new. The account is hoping to understand if there are any differences in energy delivery between the megadyne generators and the megapower. The urologists and residents feel like it is a ¿hotter¿ generator. The reps were called into the room with the urologist surgeon. Surgeon had burnt his hand. Burned through the glove. Using a right angle and the surgeon felt like the electricity jumped from the right angel and then up to his finger. He felt like the generators were different. All new megapower. 70 coag and 40 cut with old generator. 60 coag and 40 cut with the new megapower. Resident was buzzing the tissue and not the right angel once they talked to the surgeon directly. The return electrode was a sticky pad, competitive. At the time of burn the surgeon was using coag. The resident cleaned the bovie tip with his paper gown and the bovie tip burn through the gown. The difference for coag is minimal or no difference between the 2 generators (old vs new.). The burn occurred toward the end of the procedure. Dr. (B)(6) believes the burn is a 2nd degree burn. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how long did the procedure last? What was the competitors sticky pad used? What was the product code of the blade tip used? Can we please receive a photo of the blade sent to (B)(6)? Would the surgeon like to have a discussion with the ethicon team? If yes, could you please provide 3 dates with times (est) that would be good for the surgeon? What medical intervention was used to treat the burn? (Such as salve or stitches) please confirm the pencils code? Additional information was requested, and the following was obtained: where was the return electrode in reference to the burn? On the right thigh.

Event description:
It was reported that during a node resection procedure that the tip of the competitor¿s non-coated tip melted. Surgeon uses settings of 60 cut and 70 coag. Surgeon also sustained a first degree burn on his finger while applying energy to a hemostat. A competitor¿s generator was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2022. Investigation summary : per service manual operational and diagnostic analysis did not confirm the reported unintended thermal injury. No further investigation will be conducted on this complaint. Additionally, the variable power supply was replaced and the backplane pcb was recalibrated. This was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. Photo analysis: this is an analysis for a set of images submitted to ethicon endo surgery for evaluation. Image ((B)(4) photo 1): the image provided by the customer shows a small part of a blue cover sheath melted. Image ((B)(4) photo 2): photo of a single finger was sent to evaluation. There is a generalized redness and swollen visualized in the entire distal finger. A dark red point surrounded by white rim is visible in the middle of fingertip. The appearance in the distal finger is consistent with thermal injury of first degree while it appears as deep second degree at the middle fingertip point. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.